Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown screw/unknown lot number. Without a lot number the device history record review and the investigation could not be completed. Conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Review of manufacturing records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 3 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: product investigation summary: parts 04.003.028s and 04.003.029s: the two reconstruction screws were received showing wear consistent with the described implantation and removal. The designs were determined to be adequate for their intended use and did not contribute to this complaint condition. Thus, the complaint condition is confirmed but cannot be replicated as the implants are already damaged and/or broken. Based on the fracture pattern, it appears as if the implants failed due to fatigue. The failure occurred approximately 14 months after implantation, implying that the fracture had not healed. The design is adequate for its intended use and did not contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that post implantation of a tfn (trochanteric fixation nail) system, the femoral nail broke due to a fracture of the right effected hip area not being completely healed. The surgical revision explant was (B)(6) 2014 due to infection, post initial implant of approximately 1 year ago. Lefn was put in on (B)(6) 2013. There was delayed healing and the nail broke. The nail was pulled out and a tfn was inserted. There was patient involvement and the patient status outcome is unknown at this time. The surgery was successfully completed with removal of the existing hardware and insertion of the new hardware without delay and/or additional medical/surgical intervention. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record of part 04.003.028s, lot 8556017 showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.